Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated out of the cava. The device was removed via an open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four months of post deployment. Single supine view of the abdomen was performed. An inferior vena cava filter was demonstrated with a 35 degrees apex rightward angulation of the distal aspect of the inferior vena cava filter. Around, two weeks later, computed tomography studies of the abdomen and pelvis demonstrated that there was a g2 type caval filter located at the level of l3-l4. There was approximately 30 degrees of rightward tilt in the coronal projection. The capture cone appeared to abut the caval wall. It was not clear whether it extended beyond the caval wall. One strut and tine had penetrated the caval wall and extended posterior to the aorta. One tine extended beyond the caval wall and demonstrated mild penetration into the l4 vertebral body. No soft tissue swelling or gas about the caval filter. The adjacent duodenum did not demonstrate wall thickening. After, eighteen days, images obtained from computed tomography studies indicated a severely mal positioned filter. Four of the struts were totally out of the cava, one abutting the aorta. The most concerning finding was that the retrieval cone appeared to have penetrated the cava and was abutting the duo. It was impossible to remove it safely endovascularly. Filter was in an extremely dangerous position and cannot be left in the cava which might eventually erode into the bowel. The only course of action left was to perform open caval exposure to get the filter. After, five days, the patient visited the hospital for vascular surgery and was found with an inferior vena cava filter in place and requested to remove it. The patient had a full caval penetration by three of the struts, one posteriorly and two anteriorly. Several of the struts had gone through a large lumbar large vein and the head of the g2 filter was embedded into the side of the cava with a small amount of cava lateral to it separating it from the duodenum. On the same date, dissection was performed to inferior vena cava proximally and distally. Proximally the dissection upto the level of the right renal vein was uneventful. Distally the dissection was complicated secondary to 2 tines sticking out of the cava and hooking into the lateral structures. The bowel was not penetrated by the tines. After exteriorized tines of the filter was freed, attention was turned to the proximal inferior vena cava that was distal to the heart. This was dissected free of its surrounding tissues down to the level of bifurcation. It was noted that at the left lateral there was a large iliolumbar that had to be controlled with a vessel loop that 2 of the struts had penetrated. The filter was identified and the head of the filter was heavily embedded into the lateral wall of the inferior vena cava. It was cut using the blade and then the tines were addressed. Individually the tines were pulled carefully and under direct visualization from the sides of the inferior vena cava those that had penetrated were pulled through and no repairs were needed as they traveled obliquely, and the holes were sealed, and they were quite small. Finally, the remaining 2 tines were removed from the iliolumbar branch with no bleeding from this branch. Now the area was irrigated, no clot was noted. Around, two months later, the patient came for a follow up visit to the hospital after inferior vena cava filter was removed. Initially, computed tomography studies indicated strut penetration with the retrieval cone adjacent to the duodenum. The follow up visit revealed that there was no pain noticed by the patient and the patient has regained much of the function of lower extremity and was walking without aid of assistance. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.